Event description:
It was reported that pump triggered cartridge alarm 20 and issue had occurred previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump under warranty, confirmed shipping address, provided instructions for storage mode, advised customer to re-enter pump settings and reconnect cgm on replacement pump, and instructed customer to return problematic pump using prepaid label, which customer understood and acknowledged.